Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The reported malfunction was duplicated and attributed to a faulty battery connection assembly. The battery connection assembly was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no patient involvement in the reported malfunction.